Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (303-450). Boluses via the pump were delivered to address the high bg. The contact did not know the cause of the high bg. The contact did not think the pump was recording the bg/bolus information and are not showing up in the pump history or pump data. Tandem customer technical support (cts) reviewed the pump data. It was confirmed that the data was correct as the customer stated that he had not been entering the bg information into the pump. The contact acknowledged that the pump history and data were recording as expected. A tandem clinical diabetes specialist met with the customer on (B)(6) 2017 and reviewed how to manage the bg and carbohydrate intake with the pump. At that time, the customer's bg had been at 303 mg/dl and had elevated to 342 mg/dl as juice was consumed without delivering a bolus. The next day, the contact stated that the customer had the flu and was the cause of the high bg. After delivering a bolus, the customer's bg was now "good".